Event description:
The physician was attempting to advance an endeavor resolute drug-eluting stent to the lesion. There were no abnormalities noted pri or to the use of the device. The device failed to pass lesion and when removed the distal tip of the stent was noted to be damaged. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 14th distal stent segment was raised and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent), patient's condition affected effectiveness of device (vessel morphology, severe calcification, 90% stenosis). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology, severe calcification, 90% stenosis). (B)(4).